Event description:
It was reported that when doctor passed guide through the tibia, the tip broke. The part was removed and another new guide was passed. There was no significant delay or patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 2.4mm trocar tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 1.125 inches of the distal tip has been broken off and was returned for examination. The tip is heavily scored at the break area. The shaft section of the passing pin is missing material at the break area and is heavily scored in a circular manner. The passing pin is also bent. The condition of the device indicates the device was bent during placement causing it to contacting the guide resulting in its failure. Drilling a bent guidewire would require the use of excessive force. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.